Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked case at the display window corner, broken reservoir tube lip, missing reservoir tube o-ring, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Event description:
Customer reported having cracks by the reservoir and stated that they did not receive a low reservoir warning. Customer's blood glucose reading at the time of the call was 583 mg/dl and had treated with insulin. Customer declined any troubleshooting. No further information reported.